Event description:
Right radial catheterization. Readmitted 13 days later with pain, swelling and numbness in her right forearm. Debridement completed. Ultrasound - right radial appears to be occluded.